Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc sensor. A customer reported receiving higher sensor readings compared to those obtained on a competitor brand meter. The customer felt hypoglycemic with symptom of shaking and required treatment of glucose provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating that the insertion failed) visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. Therefore; this issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc sensor. A customer reported receiving higher sensor readings compared to those obtained on a competitor brand meter. The customer felt hypoglycemic with symptom of shaking and required treatment of glucose provided by spouse. There was no report of death or permanent injury associated with this event.